Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a general product concern that when the clindamycin 600mg/50ml glass vial medications are hung as a secondary infusion to infuse at a rate of 100ml/hour over 30 minutes, the nurse will verify that the medication was dripping from the glass bottle prior to leaving a patients room. Upon completion of the medication infusion time, the nurse will return to the patient room to find that the glass vial remains full and the primary IV bag dripping. The nurse will the verify that all the tubing connections were correct and unclamped and that the vent cap was in the open position. The customer later states that due to the recent drug shortages, that they have had to switch some medication products from an IV bag to a glass bottle and this is when the events began to occur. After receiving a tip sheet and the nurses were provided education, they have not had any further events. There was no report of patient harm.